Manufacturer narrative:
The investigation was updated as follows: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: n/a as no reference number was available. Compatibility of components: the compatibility check could not be performed as no product information was provided. Review of incoming information: due to osteonecrosis, the patient had a hip prosthesis implanted in the left hip on (B)(6) 2003. The patient has a bilateral mom prosthesis with uncemented stem and cedior press-fit cup. In 2014, high co ions concentration were found in the blood. The patient developed a cardiomyopathy in 2014 which has been thought to be attributed to alcohol toxicity and potentially worsened by the high co ions concentration. The hip prosthesis on the left side was revised in (B)(6) 2015. A ceramic/pe articulation was implanted. No x-rays or pictures were provided. Review of surgical notes: diagnosis: bilateral osteonecrosis. Left hip ((B)(6) 2003): implantation of a cedior press-fit cup, size 54 metasul inlay, cedior uncemented stem, short neck. It was reported that the patient was monitored in 2014 and it was reported that he had high cobalt ions level in the blood. It was also reported that no problem with the left hip was present and that the patient had abnormal sensation and felt noise and squeaking of the right hip. The patient had x-rays on (B)(6) 2014. Left hip: it was reported that cup is found to be vertical and this could release a higher amount of co ions than usual. On (B)(6) 2014 the patient had a CT scan of the pelvis. A small granuloma and no prosthetic wear could be observed with a centered femoral head on the left hip. On (B)(6) 2014 the patient was monitored in the hospital due to thoracic pain and heart problems. On (B)(6) 2015 the patient had a visit by the eye doctor which did not evidence abnormal founding. On the letter dated (B)(6) 2015 it is reported that the patient developed a cardiomyopathy which could be attributed to alcohol toxicity and potentially worsened by the high co ions concentration. The left hip was revised on (B)(6) 2015. A ceramic/pe articulation was implanted. Cobalt blood concentration (generally <0.9 ug/l in the population): (B)(6) 2013 = 226 ug/l; blood sample of (B)(6) 2014 = 267 ug/l; blood sample of (B)(6) 2014 = 54 ug/l; blood sample of (B)(6) 2015 = 120 ug/l; blood sample of (B)(6) 2015 = 4 ug/l. Chrome blood concentration (generally <0.9 ug/l in the population): (B)(6) 2014 = 130.80 ug/l. No product was available for investigation. The elevated co levels can be confirmed. Since no product was received it is not possible to elaborate the exact cause high levels. However, it is reported that there the cup was vertical. This could have led to an increased wear on the articulating surfaces resulting in the high cocr level. However, all possible causes related to metallosis are listed in dfmeas for metasul heads and metasul liners: based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Zimmer considers this case as closed again. Should any the device and/or additional information become available zimmer will re-evaluate the case and send an amended medical device report. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on feb 17, 2016: it was now reported that the patient was implanted an unknown metasul liner on (B)(6) 2003 on the left side and was revised on (B)(6) 2015 due to pain and elevated cobalt and chrome ions levels.

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown winterthur hip component in (B)(6) 2003 on the left side and was revised in (B)(6) 2015 due to pain. Elevated cobalt ions levels were as well reported. Since the exact implantation and revision dates are unknown, the first day of the reported months were entered in this report. The awareness date was taken as occurrence date. Note: this is a bilateral patient. The right side is treated in file (B)(4) (mrn 9613350-2015-02032).

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients' advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device was not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend identified. Compatibility of components: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported that the patient was implanted an unknown hip component in (B)(6) 2003 and revised in (B)(6) 2015 due to pain and noise. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).